Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('malposition of the essure coil') in an adult female patient who had essure inserted. The patient's concurrent conditions included allergy to animal, pelvic pain, uterine cramps, menorrhagia and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: trailing coils: there were 6 coils coming out of the right and 8 coils coming out of the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: left tubal patency with apparent malposition of the essure coil, likely within the fundal myometrium.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('malposition of the essure coil') in an adult female patient who had essure inserted. The patient's concurrent conditions included allergy to animal, pelvic pain, uterine cramps, menorrhagia and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: trailing coils: there were 6 coils coming out of the right and 8 coils coming out of the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: left tubal patency with apparent malposition of the essure coil, likely within the fundal myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of the essure coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to animal, pelvic pain, uterine cramps, menorrhagia and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain") and underwent appendicectomy ("appendectomy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, uterosacral ligament suspension). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain and appendicectomy outcome was unknown. The reporter considered appendicectomy, device dislocation, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: trailing coils: there were 6 coils coming out of the right and 8 coils coming out of the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left tubal patency with apparent malposition of the essure coil, likely within the fundal myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Events pelvic pain, abnormal uterine bleeding and appendectomy were added. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.